Manufacturer narrative:
Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results obtained of 191 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 90 mg/dl and 89 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/30/2020 and open vial date is 08/07/2019. The result of 102 mg/dl in the meter memory is the mother's blood glucose test result. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with test results obtained of 191 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 90 mg/dl and 89 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/30/2020 and open vial date is 08/07/2019. The result of 102 mg/dl in the meter memory is the mother's blood glucose test result. The meter memory was reviewed for previous test result history: result 1 : 170mg/dl, date: on (B)(6) 2019, time: 6:19am fasting, result 2 : 102mg/dl, date: on (B)(6) 2019, time: 6:18pm fasting (moms reading), result 3 : 191mg/dl, date: on (B)(6) 2019, time: 6:14pm fasting, result 4 : no readings, result 5 : no readings.

Manufacturer narrative:
(Manufacturer narrative: t, corrected data: f) internal report#: (B)(4). Meter and test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.